Event description:
The device was connected to the patient anterior/posterior position. Reportedly, the device continuously prompted connect electrodes, and an analysis of the patient rhythm could not be performed as a result. The patient was not resuscitated. The reporter indicated the patient had significant, but unspecified, medical conditions and was not a likely candidate for resuscitation.

Manufacturer narrative:
Medtronic ers observed the device operated properly through full performance and functional testing. The facility was provided with an additional review of product and electrodes use. At this time, the facility reported the posterior placed electrode had become disconnected from the patient, but the reason this had occurred was not determined.